Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the piercing pin of tubing sets puncturing stem cell containers. On an unspecified date, the tubing set was to be used to deliver an unspecified volume of donor stem cells to a patient who was intentionally immunosuppressed in preparation for a donor stem cell transplant. The customer contact reported that as the nurse was inserting the piercing pin of the tubing set into the administration port of the stem cell container, the piercing pin punctured the stem cell container at an unspecified location. It was reported that an unspecified syringe was connected to the administration port of the stem cell container and the stem cells were delivered to the patient. The physician was notified and ordered an unspecified concentration of vancomycin to be given to the patient to prevent infection. The customer contact reported the patient was successfully grafted and that there was no evidence of post transplant infection. Though requested, no additional information was provided.